Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by that a lead integrity alert warning was triggered for the right ventricular (rv) lead due to noise. The noise was able to be reproduced. There was also high and undefined pacing impedance. A lead fracture was suspected; possible a fractured coil. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the distal portion of the lead was returned, analyzed. Analysis indicated that the proximal conductor of the lead developed a fracture due to flexing while in vivo. If information is provided in the future, a supplemental report will be issued.